Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal adhesions ('umbilical adhesions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia and uterine fibroids. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal adhesions (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (lysis of abdominal adhesions and robotic total abdominal hysterectomy, bilateral partial salpingectomy,removal of implants). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal adhesions and uterine leiomyoma outcome was unknown. The reporter considered abdominal adhesions, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012 as per mr then the #3 knob was placed followed by sharply rolling of knob #4 and the 4 coils were identified. Same concerning the injuries reported in this case, the following one was reported via medical record: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received- event medical device removal was updated with pelvic pain. Reporter information and medical device removal. New event added: uterine fibroids and umbilical adhesions based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.